Manufacturer narrative:
(B)(4). Batch # p9318g. Investigation summary the device was received in good physical condition, with no apparent damage. The device was tested on the generator and received a ¿close jaws and reactivate¿ error message. The electrical testing of the device also confirmed an open circuit which would lead to a ¿close jaws and reactivate¿ error message. The ¿replace instrument¿ alert screen was displayed after receiving two consecutive alert screens and is advising of a potential issue with the instrument. However, the reported "unspecified alert screen" error was not confirmed. The device was investigated and the cause was found to be the distal contact was splayed and not in full contact with the shaft. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device was plugged in and after a few activations it stopped working. Tried to plug it in and start up again but it kept on giving an error.

Manufacturer narrative:
(B)(4). Upon further review of risk documents, harm and severity for this device failure mode, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.